Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited poor detection of mechanical atrial activity and poor quality electrocardiogram (ECG) signals. The ipg was reprogrammed and remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.